Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon review, there were a few episodes of inappropriate automatic mode switch (ams) noted, some episodes were from atrial noise. The noise was reproducible in clinic with isometrics. Programming changes were completed and the patient would continue to be monitored.